Event description:
Report rec'd from USA stating damaged component - bearings/corrosion. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was rec'd by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if add'l info is rec'd, a supplemental MDR will be sent. (B)(4).